Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure. According to the complainant, during the procedure, the cautery pin detached. The procedure was completed with another rotatable oval snare. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure. According to the complainant, during the procedure, the cautery pin detached. The procedure was completed with another rotatable oval snare. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the device presented the cautery pin detached from the handle. Components that could have contributed to this event (e.g. Set screw, finger ring, cautery plug and cross pin) were measured, and their dimensions were all found to be within manufacturing specifications. The device extends and retracts within specifications. The complaint of cautery pin detached was confirmed. It was found that the diameter of the finger ring is smaller than the diameter of the cautery pin, which would cause difficulty in assembling the device correctly according to the manufacturing process. Therefore, the most probable root cause for this incident is design. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. Device (B)(4) relates to (B)(4) for the reported event: cautery pin detached.